Manufacturer narrative:
The device will not be returned for evaluation as it was discarded.

Event description:
Treatment of a sah anterior communicating aneurysm. It was reported after the aneurysm was treated, the system was removed from the pt and the guidewire was observed to have punctured the catheter proximal to the distal tip. No pt injury reported.